Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because, it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is undetermined why the patient had a breach in aseptic technique. A review of all batch record documents was performed on potentially associated lots h11g27088, h11e17042, h11e12019, h11d04035, h11c05026, and h11b01068 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A label review was performed. The instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. The guide instructs the user to use aseptic technique to reduce chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. The guide instruct patients to put on a face mask and wash and dry/disinfect their hands thoroughly. Additionally the direction sheet provided with the product has multiple instructions and warnings regarding aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
Initially the home patient (hp) contacted baxter technical service regarding an unrelated alarm on the homechoice device during peritoneal dialysis therapy. Baxter product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) to follow up on the alarm. During the conversation, the pdn stated that there was a lot of fibrin in the line and that the patient had peritonitis. When asked when the hp got peritonitis she said he first got it on (B)(6) 2011 and it has been a reoccurring issue up until (B)(6) 2011. On (B)(6) 2011 ps contacted the pdn and received further information. On an unreported date the patient began treatment with dianeal 2.5% solution (doses, frequencies, and lots not reported) for automated peritoneal dialysis therapy (apd) with the homechoice machine. The pdn confirmed the hp has had ongoing bacterial peritonitis according to dates previously reported with (B)(4), coincident with dianeal 2.5% (unspecified) therapy. The patient was treated with vancomycin (dose, frequency, lot not reported) and was not hospitalized for the event. The pd nurse (pdn) reported the cause of the peritonitis was "self contamination of the cassette port". The pdn reported that the patient was making a habit of not putting a flexicap on the cassette line port while disconnecting to go to the bathroom. She said the patient admitted to her that he would use a minicap on the transfer set port upon disconnecting and then use the packaging of the minicap to cover the open port of the cassette line and sometimes the packaging would fall off leaving the cassette port exposed. The pdn verified the patient has been re-trained and that they have been working with him on this issue. The pdn stated that she thinks they have him using the flexicap now on the cassette line port whenever he disconnects. Pd therapy is ongoing and the patient has fully recovered from this peritonitis event. The pdn stated there is no allegation against a baxter device or solution for this event of peritonitis. The pdn verified the cause of the peritonitis was poor aseptic technique. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.